Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was said to be experiencing overstimulation on the legs. It was also reported that the patient was reprogrammed, and it did not resolve the symptom. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device was retained at the facility.